Manufacturer narrative:
Additional information requested but not yet available.

Event description:
During follow-up, the device was not able to download the cybersecurity upgrade and therefore entered backup vvi mode. The issue was resolved by performing a firmware download. The patient experienced no consequences.